Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that seven front case are being replaced due to keypad issues. No further information is available.

Event description:
It was reported that seven (7) 8015 front cases are being replaced due to keypad issues. No patient involvement.

Manufacturer narrative:
¿Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.¿